Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar event has been reported. From follow-up communication, it was learned that customer removed the device from service and no replacement nor technical intervention was requested. Evo clamp was replaced with another one already owned by the customer. Based on the review of investigation results of similar complaints and taking into account the manufacturing year of the device, it cannot be ruled out that the most likely root cause of the reported issue can be traced back to faulty internal components likely due to the wearing of the parts. Failure of electronic components can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the hlm displayed an error with the occluder (evo). There is no report of any patient injury.